Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: OEM did not receive a sample to do an evaluation, therefore, they conducted a comparison failure rate with occurrence probability based on trend data. OEM's results determined that the failure rate is within the range of the risk analysis. There is no further action required.

Event description:
Country of complaint: (B)(6). Complaint states: pl700 broke at the tip during an umbilical hernia surgery on (B)(6) 2014. The surgery broke was prolonged by approx 30 minutes. The remaining parts were retrieved during the revision surgery on (B)(6) 2014. The device and fragments are not available, as they have been disposed of by the customer.